Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial damage to the driveline pump cable can be confirmed through the submitted photo of the damage. A specific cause of the damage cannot be conclusively determined through this evaluation. A photo of the patient's pump cable was submitted, which revealed damage to the outer jacket near the terminus of the inline connector bend relief. The armor layer was also damaged in this area. The bionate layer was visible but appeared unremarkable. Additionally, the inline connector bend relief was damaged. A review of the submitted log files revealed driveline power fault alarms, which resolved following the exchange of the modular cable and system controller (see MFR. Report # 2916596-2026-00645 and 2916596-2026-00647). The pump appeared to be operating as expected at the set speed. No other unusual alarms or events were noted. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline and to not twist, kink, or sharply bend any cables, as it may cause damage to the wires inside that may not be outwardly visible and that could cause the pump to stop. If kinking, twisting, or bending does occur, carefully unravel and straighten. Section 6 instructs the user to check the driveline daily for signs of damage. Section 8 "equipment storage and care" states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline in water or liquid." In addition, section 5 "alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in the emergency department with driveline power fault. There was damage to the driveline and modular cable. Log files were sent for review. The event log captured an emergency backup battery (ebb) fault (end of life) & driveline power fault a. It was recommended to apply rescue tape at the pump side of the driveline. There was no pump interruption during this event. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The system controller and modular cable were exchanged. Additional log files were sent for review. The event log indicated that the driveline power fault a had resolved with the new modular cable and controller. The driveline monitoring value that triggered driveline power faults were back to normal. Corrosion on the pins of the modular cable was not seen but there was some dirt on the side of the connector. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible in the log file the mcs equipment was operating as intended electronically and mechanically.